Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and paresthesia manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 13, 2020, mentor became aware that the patient also experienced anisomastia on the right side. As a result, the patient underwent device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3503504bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. On july 30, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latina female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants and experienced postoperative right-sided burning sensation. The patient reported that a right-sided rupture was confirmed via MRI on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.